Manufacturer narrative:
The insulin pump was received with bleeding lcd glass. The insulin pump had minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot. The insulin pump had cracked reservoir tube lip, reservoir tube cracked.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer also reported that there was a pixilated image on the screen that kept getting bigger. The customer's blood glucose was 406 mg/dl at the time of incident. The customer's blood glucose was 404 mg/dl at the time of call. The customer stated that she treated her high blood glucose by giving bolus. The customer stated that the insulin pump was dropped. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.